Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). D11: concomitant medical products: item number: 00770301500, item name: z.s.g.m. Cutter 1.5:1 ratio, lot number: 61537289, serial number: (B)(6). The reported event was confirmed by the service technician who performed the evaluation. On (B)(6) 2019, it was reported that a mesher was not cutting skin properly. The customer did not return the zimmer skin graft mesher that was involved with the event, but did return a 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the cutter on (B)(6) 2019 noted that the cutter did not pass testing criteria and recommended that the cutter not be used and replaced. A quote for a new cutter was sent out and on (B)(6) 2019, the customer accepted the quote for a new cutter. The cutter was tested and inspected. While the service technician confirmed that the cutter did not pass testing criteria, indicating the cutter would not produce a proper mesh, it cannot be determined from the information provided as to what caused the cutter to fail. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not cut the skin. The event occurred during surgery. Subsequently this caused patient harm and there was a delay of 1-15 mins. The problem caused an impact/damage to graft harvest. It was stated that the graft harvest was able to be used and additional unplanned graft harvest required from the patient. No additional consequences have been reported as a result of this malfunction.